Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. Evaluation summary: it was caused due to the ignitor failure.

Event description:
Main lamp failed to be lighted up but the button of the lamp is pressed and is lightened. This event occurred at the time of before use. There was no report of patient harm.